Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone14.6. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been in the emergency room with hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to 41 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include loss of consciousness and 911 was called. The patient stated they were traveling through different time zones and they were worried that they were not receiving the correct dosage. The patient reported their vitals and blood pressure were monitored but no treatment details were provided. The patient was released the same day on (B)(6) 2026.